Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2016-02562. The patient reported she experienced loss of stimulation several months ago. X-rays were taken, however, it is confirmed if the leads may have migrated. An electromyogram (emg) indicated bulging discs in the lumbar region. Surgical intervention is planned as the next course of action.

Manufacturer narrative:
Please note the initial report should read 'unconfirmed' instead of 'confirmed'.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-02562. Follow-up identified the patient underwent surgery on (B)(6) 2016 during which the entire system was explanted.